Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total gastrectomy procedure, the surgeon started the firing, however the device stopped on the halfway. Unfired u-formed staples were left on the tissue and the surgeon retrieved them by tweezers. Replaced by a new device, the additional resection was successful and the procedure was completed. Additional tissue resection was required due to the issue as well as tissue damage. The damage was not permanent. The status of the patient is no problem.